Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157860-m2a-magnum pf cup-031050; 157454-m2a-magnum mod hd sz-859690; 139264-m2a-magnum 52-60mm tpr insrt-070370; 12-103209-taperloc por red/dist-817540. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05009, 0001825034-2019-05013, 0001825034-2019-05014. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that patient is experiencing pain in the hip and groin area for an unknown amount of time post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.